Manufacturer narrative:
Device passed the displacement and self test. However, format history file analysis confirmed pump error 63 and pump error 4 due to poor solder joints at ambient light sensor on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms during basal. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. Customer performed self test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.